Event description:
It was reported that operating room staff contacted technical support about an ongoing issue with the console ergonomics that produced an error message. Before contacting technical support, the staff had already swapped out the affected console with another console to continue use as planned. Technical support then reviewed the system logs and determined that error 23055 indicated a problem with the ergonomic armrest joint position. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced armrest motor to resolve the issue. System was tested and verified as ready for use.